Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri) with a monitoring voltage of 2.55 volts and charge time measurements of 13.3 seconds. No adverse patient effects were reported. Additional information indicated that this device remains implanted. The patient no longer needs a device so the physician is letting the battery deplete. Subsequently, the device triggered end of life (eol).

Event description:
Additional information indicates that the device battery life expired several years ago. There was no replacement and this cardiac resynchronization therapy defibrillator (crt-d) was surgically abandoned. No additional adverse patient effects were reported.